Event description:
It was reported that an angio-seal was selected for use. At the beginning of the procedure, a femoral angiogram showed the groin puncture was located above the inguinal ligament. Intravascular ultrasound revealed the pt to have multivessel disease and therefore, an interventional procedure was not performed and the pt was then referred for a coronary artery bypass graph (CABG). After the procedure, the angio-seal was deployed and a clamp applied to the access site; however, the groin had moderate oozing. The pt was admitted to the cardiac care unit (ccu) for observation. Approx 6 hours post procedure, the pt's vitals were stable and approx 12 hours post procedure, the pt became hemodynamically unstable and retroperitoneal bleeding was suspected. A CT scan was performed at which time the pt had a cardiac arrest. The pt was resuscitated and taken to operating room for repair of the iliac artery. During the procedure, the pt received 12 units of blood and fresh frozen plasma. A periprocedural infarct was noted. The pt returned to the ccu, remained stable and underwent CABG on (B)(6) 2010. The pt remains in the hospital; however, there have been no reported complications related to the puncture site.

Manufacturer narrative:
No product was returned. A review of the device history record was not possible since the lot number was unavailable. Based on the information received, the cause of the reported incident could not be conclusively determined. The angio-seal device instruction for use (IFU) states that bleeding or a hematoma at the puncture site is a possible risk or situation that may be associated with the use of the device or vascular access procedures. If this should occur, the IFU instructs the user to apply digital or manual pressure to the puncture site and if necessary, monitor pedal pulses. The angio-seal device instruction for use (IFU) instructs the user not to use the angio-seal device if the puncture site is proximal to the inguinal ligament as this may result in a retroperitoneal bleed. The angio-seal device instructions for use (IFU) states that a single wall puncture technique should be used. The posterior wall of the artery should not be punctured.